Event description:
As reported, approximately four years post initial left side tka, the 42 y/o male complained of pain. Patient had loose femur. Patient was not revised to exactech devices due to recall surgeon used competitor. There was no breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to recall hospital will not release.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the femoral component and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.